Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery using the pre-close technique prior to an aortic thrombectomy and covered endovascular reconstruction of the aortic bifurcation (cerab) procedure. Reportedly, in step 3, the suture did not come out when the plunger of the prostyle device was retracted. The sheath was upsized to greater than 10f and the cerab procedure was completed. Hemostasis of the large-bore hole was achieved via surgery. There was a reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. A review of the corrective and preventive actions (CAPA) database was performed and based on these reviews, there is no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.